Event description:
It was reported that noise was seen on a stored electrogram. The pt did not receive any therapy or aborted therapy. The lead exhibits normal electrical function. The physician elected to turn tachy therapy off and the pt will be back in a week for checkup.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.